Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the emergency room due to inappropriate shocks from the right ventricular (rv) lead for t-wave oversensing (twos). Reprogramming was performed along with medication changes. The lead remains in use. No further patient complications have been reported as a result of this event.